Event description:
It was reported that during a coronary artery bypass graft procedure, the blade was broken off during use. Another device was used to complete the procedure. There were no adverse consequences for the pt. Requested additional info to find out if the blade fell into the pt and how it was retrieved. The following was received: "the blade tip fell into the pt. Then it was retrieved from the incision site under direct vision. No pieces were left in the pt."

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.